Event description:
The user facility the (B)(4) evidenced failing results. Patient procedures were delayed and cancelled. No injuries reported.

Manufacturer narrative:
This event is under investigation; a follow up report will be submitted once additional information becomes available.

Manufacturer narrative:
Steris has learned that the verify bowie dick test cards are not performing to product specifications. Specifically, test cards have resulted in false fail results when sterilizer performance is within acceptable ranges. Steris believes this is a random event and has received no reports of injuries associated with the reported failures. This is an intermittent failure in the field and sterilization cycles that were confirmed as passing by the test card are not impacted by this product issue. This issue is the object of a voluntary recall initiated by steris on 7/3/2012 (3004080920-6/28/2012-001-r) of the verify bowie dick test cards. As part of this voluntary recall, customers will receive replacement product.